Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. The caller was informed by cts to wait 20 minutes after the pump came out of storage mode before starting a sensor session and was also walked through a pump reset. After completing the reset, the caller successfully started their sensor session, and the cgm error did not reoccur.